Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 39 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. The daily total in the history files did not match the amount of insulin delivered via bolusing and the basal rates. Nothing further was reported.